Event description:
It was reported that a 2.5mm shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used during treatment of the left anterior descending (lad) artery. Following the successful delivery of 120 pulses from the ivl catheter and the use of a non-complaint (nc) balloon, a significant perforation was noted and the patient experienced a crash but was subsequently revived. Covered stents were then placed, and a paracentesis was performed. The patient was stabilized, and the procedure was successfully completed.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation and subsequent pericardial effusion could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
Based on the new information, the perforation and subsequent cardiac arrest and pericardial effusion were caused by the aggressive nc ballooning, however this could not be definitively confirmed based on the information available. Per shockwave safety, the perforation occurred during the procedure and is definitely procedure related. Sequence of events cannot be confirmed based on the information, the perforation occurred after ivl and subsequent dilation with a non-compliant balloon. The event is more likely to be related to the non-compliant balloon, and the ivl-relatedness could not be confirmed. The following sections were updated accordingly per additional information received 10-oct-2025: 1) b5 event description has been updated to include new information received. 2) d10 concomitant medical products and therapy dates: added 'guidewire - unknown manufacturer. 3) h11 additional manufacturer narrative: "the cause of the perforation and subsequent pericardial effusion could not be definitively determined based on the information available." Has been updated to, "based on the new information, the perforation and subsequent cardiac arrest and pericardial effusion were caused by the aggressive nc ballooning, however this could not be definitively confirmed based on the information available." The following sections were corrected accordingly per additional information received 10-oct-2025: 1) d10 concomitant medical products and therapy dates: corrected 'stent - unknown manufacturer' to 'covered stents - papyrus' 2) h6 - annex codes for the following has been updated as follows: health effect (e): corrected to add new code 1762.

Event description:
Additional information received on 10oct2025: cardiopulmonary resuscitation (CPR) was performed on the patient. This event involved a chronic total occlusion (cto). After successfully passing the wire through the occlusion, percutaneous transluminal angioplasty (pta) was performed, followed by ivl, and then a kissing ballooning with nc balloons in the lad and diagonal arteries. Post-ballooning, the artery was perforated, requiring multiple covered stents to seal the perforation. Blood was evacuated from the pericardial space to reduce pressure. The perforation was caused by aggressive nc ballooning after ivl, not by the ivl itself. A paracentesis was performed to address the perforation and blood accumulation in the pericardial space. The patient is currently stable and doing fine. Patient demographics and medical history are unknown.